Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Exchanged a 13mm cr tibial insert for a size 19mm cs tibial insert.

Manufacturer narrative:
Corrected data: an event regarding revision involving a triathlon insert component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: there is a primary arthroplasty report of (B)(6) 2005, to document a normal primary procedure for osteoarthritis, no issues. There is on ap x-ray only with a limited field of view to show a fairly adequate knee replacement, at least the ap view. The revision component of a 19mm bearing would suggest this was performed for instability but there is no factual information about revision surgery findings or symptoms prior to revision with limited radiological information. Revision for instability has usually procedure-related and/or patient-related aspects but there is currently no information to support such a conclusion. This case cannot be solved with the current information and needs more info. -device history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as the reason for revision surgery, product lot code, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Exchanged a 13mm cr tibial insert for a size 19mm cs tibial insert.